Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case feet were damaged, the system fan was noisy and that the display screen indicated that the programmer had overheat issues. The lower case, system fan and power supply were all replaced. Additionally the hard drive was reconfigured and the software updated. The device will go into restock to be used as a replacement. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.